Manufacturer narrative:
Exact date of patient death is unknown. (B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 27 mm in diameter, with a length of 16 mm and an angulation of 7 degrees. Both iliac arteries were described as moderately tortuous, with no calcification. There was 0% circumferential aortic mural thrombus/calcification at the proximal neck. It was reported that on an unknown date, the patient expired. No further information is available at this time.